Event description:
It was reported that the pump touch screen was cracked, and unreadable. There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.